Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Per the additional information received, this event is no longer reportable.

Event description:
Additional information received indicates that the ipg in still operable and providing therapy. Reportedly, the patient is experiencing increase in recharge burden. However, the ipg provides 24 hours of therapy with a fully charged ipg.